Event description:
This will be filed to report a thrombus. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4 with prolapsed anterior and posterior leaflets. During dilator removal the physician was unable to aspirate any blood. The steerable guide catheter (sgc) tip was inspected and nothing remarkable could be found. The dilator was then completely removed and a thrombus was then noticed in the hemostatic valve of the sgc. The thrombus could not be aspirated, subsequently the sgc was removed and exchanged. The procedure was then completed with one clip implanted and an mr reduction to grade 2-3. There was no clinically significant delay in the procedure and no additional information was provided.

Manufacturer narrative:
All available information was investigated, and no functional analysis could be performed for the reported adverse event without identified device or use problem. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported thrombosis/thrombus could not be determined. The reported patient effect of thrombosis/thrombus, as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.